Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had increased pain. No other details were provided. Magnetic resonance imaging (MRI) scan information was provided as the patient¿s catheter tip was to be assessed to rule out inflammatory mass and/or granuloma. It was unknown what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further clarified that this patient was not an any oral medications at this time (as earlier reported). There was no catheter issue and no mass present as the MRI had no abnormalities.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that no catheter issue was found. There was no troubleshooting and no revision performed. The patient was no reportedly doing very well. The patient's next visit was scheduled for (B)(6) 2014. This device system delivered bupivacaine and hydromorphone. Reportedly the patient was also taking ms contin and oxycodone. It was also reported that the patient was seen on (B)(6) 2013 for a pump refill. Over the past several weeks the patient experienced significant breakthrough pain that was more debilitating. The patient had been off methadone completely for one month and was not taking anything else for her pain. The patient tapered off the methadone due to gastrointestinal side effects. The patient would prefer to use only her pump. She had felt that the pump had not been working as well for her as she was not seeing the relief as she had in the past. She had not seen as much benefit from the use of the bolus either. The patient did admit to moderate anxiety. No alarm was heard and no withdrawal of any kind. The patient's back pain was described as aching, throbbing, numbing, and stabbing. The pain radiated from lower back to both legs and was continuous. The pain was improved with walking/moving and lying down. It was aggravated with activity, lifting, walking, standing, position changes, and touch. However, overall the pain had decreased but still interfered with general activity. The patient has utilized physical therapy, non-steroidal anti-inflammatories and narcotics to address the pain. The patient's pump was interrogated and refilled without difficulty. It was noted that 1.5 milliliters of fluid did remain. The refill procedure notes indicated that the expected residual volume was 2.5 milliliters. The health care provider made a small increase in the bolus. The patient was to be further evaluated in 10-14 days for pain management. The patient was also taking aspirin, amolodipin besylate, metroprolol, omeprazole, and gabapentin. Further, the patient was then seen by the health care provider on (B)(6) 2013. At this time the pump medication was being adjusted. Since the last refill the patient did not see"any significant." The patient reported having difficulty performing daily activities which was frustrating for the patient and she was interested in increasing the medication. Upon using her boluses the patient experienced minimal to no relief. The patient had no complaints regarding side effects from medication. The patient's pump was interrogated and an adjustment of a 20% daily infusion rate was made and a 10% increase in her bolus was also made. The patient was to have follow-up in three weeks. Additional information has been requested to clarification the recent information provided. However, no further information was available at the time of this report. Should additional information be received a supplemental report will be filed.